Manufacturer narrative:
On 3/17/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 6541508, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the right breast implant and displacement of the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implants 325cc on (B)(6) 2020.

Manufacturer narrative:
On 4/24/2020, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).